Event description:
It was reported that, "inner packaging was open and a portion of the stem was sticking outside of inner packaging. Implant was flash sterilized."

Manufacturer narrative:
Add'l info has been requested and if received will be provided in a supplemental report.